Event description:
The customer reported that insulin was leaking from the reservoir into the reservoir compartment. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn art this time. We therefore consider this report complete to the best of our knowledge.